Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain \ pelvic pain even when not menstruating"), uterine perforation ("left essure micro-insert was both extruding from the posterior left portion of the uterine wall and adhesed to the omentum/ malposition of essure device"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregancy with essure"), high risk pregnancy ("pregnancy was deemed to be high risk") and genital haemorrhage ("bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included smoker, cholecystectomy in (B)(6) 2014, colposcopy in (B)(6) 2014, multigravida, parity 3 (((B)(6) 2009, (B)(6) 2014, (B)(6) 2016).) And abortion. No vomiting. No fever. No ctx's or cramps. Good fetal movement. Pt notes an increased discomfort on that side when the baby moves over there. No trauma to the area. Concurrent conditions included menometrorrhagia, adenomyosis, streptococcal bacteraemia, appendicitis, ureteral calculus, pancreatitis, urinary tract infection and cholelithiasis. Concomitant products included bupropion (wellbutrin) from 2015 to 2016, fluoxetine hydrochloride (prozac) since 2009, ibuprofen (motrin) since (B)(6)2014, medroxyprogesterone (depo provera) since 2008, norlestrin fe (loestrin fe), nuvaring and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation \ prolonged menstruation/ abnormal bleeding(menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced weight increased ("weight gain/ loss: weight gain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On (B)(6)2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), high risk pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("bloating"), back pain ("lower back pain even when not menstruating"), arthralgia ("hip pain even when not menstruating"), depression ("increased depression") and complication of pregnancy ("pregnancy with complications"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and left salpingectomy during which her cervix, uterus and left fall), surgery (her doctor had to call in a general surgeon to assist her in removing the left essure) and surgery (removed remaining part of essure during partial hysterectomy surgery procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, device breakage, pregnancy with contraceptive device, high risk pregnancy, abdominal distension, back pain, arthralgia, fatigue, depression and complication of pregnancy outcome was unknown, the genital haemorrhage, abdominal pain lower, menorrhagia, headache, vaginal haemorrhage, dyspareunia and weight increased had resolved and the female sexual dysfunction, migraine, nausea and dysmenorrhoea was resolving. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2017-194852). The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, complication of pregnancy, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, high risk pregnancy, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent a bilateral tubal ligation. On (B)(6) 2017, patient underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus and left fallopian tube were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2016: patient was eight weeks and six days pregnant in (B)(6) 2016 patient took two home pregnancy tests, the results of which were positive. On 2017, associated diagnoses: abdominal pain, epigastric CT abdomen/pelvis w/ contrast: impression: right ovarian 2.4 cm cyst adjacent free fluid may represent a ruptured follicle or cyst versus physiologic free fluid. Stable right hepatic lobe ill-defined low-density lesion which may represent hemangioma. Cholelithiasis. Concerning the injuries reported in this case, the following one were reported via medical records confirming events pelvic pain, menorrhagia, depression, perforation of essure quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: plaintiff fact sheet received. Events per pfs: bleeding was added. Outcome for bleeding and cramping were recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain \ pelvic pain even when not menstruating"), uterine perforation ("left essure micro-insert was both extruding from the posterior left portion of the uterine wall and adhered to the omentum/ malposition of essure device"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy with essure") and high risk pregnancy ("pregnancy was deemed to be high risk") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included smoker, cholecystectomy in (B)(6) 2014, colposcopy in october 2014, multigravida, parity 3 (B)(6) 2009, (B)(6) 2014, (B)(6) 2016).) And abortion. No vomiting. No fever. No ctx's or cramps. Good fetal movement. Pt notes an increased discomfort on that side when the baby moves over there. No trauma to the area. Concurrent conditions included menometrorrhagia, adenomyosis, streptococcal bacteraemia, appendicitis, ureteral calculus, pancreatitis, urinary tract infection and cholelithiasis. Concomitant products included bupropion (wellbutrin) from 2015 to 2016, fluoxetine hydrochloride (prozac) since 2009, ibuprofen (motrin) since (B)(6) 2014, medroxyprogesterone (depo provera) since 2008, norlestrin fe (loestrin fe), nuvaring and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation \ prolonged menstruation/ abnormal bleeding(menorrhagia)"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 1(B)(6) 2014, the patient experienced weight increased ("weight gain/ loss: weight gain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), high risk pregnancy (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("bloating"), back pain ("lower back pain even when not menstruating"), arthralgia ("hip pain even when not menstruating"), depression ("increased depression") and complication of pregnancy ("pregnancy with complications"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and left salpingectomy during which her cervix, uterus and left fall), surgery (her doctor had to call in a general surgeon to assist her in removing the left essure) and surgery (removed remaining part of essure during partial hysterectomy surgery procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, device breakage, pregnancy with contraceptive device, high risk pregnancy, abdominal pain lower, abdominal distension, back pain, arthralgia, fatigue, depression and complication of pregnancy outcome was unknown, the menorrhagia, headache, vaginal haemorrhage, dyspareunia and weight increased had resolved and the female sexual dysfunction, migraine, nausea and dysmenorrhoea was resolving. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, complication of pregnancy, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, high risk pregnancy, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent a bilateral tubal ligation. On (B)(6) 2017, patient underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus and left fallopian tube were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2016: patient was eight weeks and six days pregnant. In (B)(6) 2016 patient took two home pregnancy tests, the results of which were positive. On (B)(6) 2017, associated diagnoses: abdominal pain, epigastric. CT abdomen/pelvis w/ contrast: impression: right ovarian 2.4 cm cyst adjacent free fluid may represent. A ruptured follicle or cyst versus physiologic free fluid. Stable right hepatic lobe ill-defined low-density. Lesion which may represent hemangioma. Cholelithiasis. Concerning the injuries reported in this case, the following one were reported via medical records confirming events pelvic pain, menorrhagia, depression, perforation of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain \ pelvic pain even when not menstruating"), uterine perforation ("left essure micro-insert was both extruding from the posterior left portion of the uterine wall and adhesed to the omentum"), and pregnancy with contraceptive device ("pregancy with essure") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included smoker, cholecystectomy in (B)(6) 2014, colposcopy in (B)(6) 2014, multigravida, parity 3 and abortion. No vomiting. No fever. No ctx's or cramps. Good fetal movement. Pt notes an increased discomfort on that side when the baby moves over there. No trauma to the area. Concurrent conditions included menometrorrhagia, adenomyosis, streptococcal bacteraemia, appendicitis, ureteral calculus, pancreatitis and urinary tract infection. Concomitant products included medroxyprogesterone (depo provera), nuvaring and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy ("pregnancy was deemed to be high risk"), abdominal pain lower ("cramping"), menorrhagia ("heavy bleeding during menstruation \ prolonged menstruation"), abdominal distension ("bloating"), back pain ("lower back pain even when not menstruating"), arthralgia ("hip pain even when not menstruating"), headache ("headaches"), fatigue ("chronic fatigue") and depression ("increased depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with total hysterectomy and left salpingectomy during which her cervix, uterus and left fall) and essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, pregnancy with contraceptive device, high risk pregnancy, abdominal pain lower, menorrhagia, abdominal distension, back pain, arthralgia, headache, fatigue and depression outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, depression, fatigue, headache, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: on december 12, 2016 patient underwent a bilateral tubal ligation. On (B)(6) 2017, patient underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus and left fallopian tube were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2016: patient was eight weeks and six days pregnant. In (B)(6) 2016 patient took two home pregnancy tests, the results of which were positive. On (B)(6) 2017, associated diagnoses: abdominal pain, epigastric CT abdomen/pelvis w/ contrast: impression: right ovarian 2.4 cm cyst adjacent free fluid may represent a ruptured follicle or cyst versus physiologic free fluid. Stable right hepatic lobe ill-defined low-density lesion which may represent hemangioma. Cholelithiasis. Concerning the injuries reported in this case, the following one were reported via medical records confirming events pelvic pain, menorrhagia, depression, perforation of essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record was received- reporter information added, case became medically confirmed, all relevant medical history, concurrent condition, concomitant medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain \ pelvic pain even when not menstruating"), uterine perforation ("left essure micro-insert was both extruding from the posterior left portion of the uterine wall and adhesed to the omentum"), device dislocation ("left essure micro-insert was both extruding from the posterior left portion of the uterine wall and adhesed to the omentum") and pregnancy with contraceptive device ("pregancy with essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy ("pregnancy was deemed to be high risk"), abdominal pain lower ("cramping"), menorrhagia ("heavy bleeding during menstruation \ prolonged menstruation"), abdominal distension ("bloating"), back pain ("lower back pain even when not menstruating"), arthralgia ("hip pain even when not menstruating"), headache ("headaches"), fatigue ("chronic fatigue") and depression ("increased depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and left salpingectomy during which her cervix, uterus and left fall), surgery (her doctor had to call in a general surgeon to assist her in removing the left essure) and surgery (her doctor had to call in a general surgeon to assist her in removing the left essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, device dislocation, pregnancy with contraceptive device, high risk pregnancy, abdominal pain lower, menorrhagia, abdominal distension, back pain, arthralgia, headache, fatigue and depression outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, depression, device dislocation, fatigue, headache, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent a bilateral tubal ligation. On (B)(6) 2017, patient underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus and left fallopian tube were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2016: patient was (B)(6) pregnant in (B)(6) 2016 patient took two home pregnancy tests, the results of which were positive incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain \ pelvic pain even when not menstruating"), uterine perforation ("left essure micro-insert was both extruding from the posterior left portion of the uterine wall and adhesed to the omentum/ malposition of essure device"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregancy with essure") and high risk pregnancy ("pregnancy was deemed to be high risk") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included smoker, cholecystectomy in october 2014, colposcopy in october 2014, multigravida, parity 3 (((B)(6) 2009, (B)(6) 2014, (B)(6) 2016).) And abortion. No vomiting. No fever. No ctx's or cramps. Good fetal movement. Pt notes an increased discomfort on that side when the baby moves over there. No trauma to the area. Concurrent conditions included menometrorrhagia, adenomyosis, streptococcal bacteraemia, appendicitis, ureteral calculus, pancreatitis, urinary tract infection and cholelithiasis. Concomitant products included bupropion (wellbutrin) from 2015 to 2016, fluoxetine hydrochloride (prozac) from (B)(6) 2009 to (B)(6) 2016, ibuprofen (motrin) since (B)(6) 2014, medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2014, norlestrin fe (loestrin fe), nuvaring and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("heavy bleeding during menstruation \ prolonged menstruation/ abnormal bleeding(menorrhagia)"), abdominal distension ("bloating"), back pain ("lower back pain even when not menstruating"), arthralgia ("hip pain even when not menstruating"), headache ("headaches"), fatigue ("chronic fatigue"), depression ("increased depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain/ loss: weight gain") and complication of pregnancy ("pregnancy with complications"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and left salpingectomy during which her cervix, uterus and left fall), surgery (her doctor had to call in a general surgeon to assist her in removing the left essure) and surgery (removed remaining part of essure during partial hysterectomy surgery procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, device breakage, pregnancy with contraceptive device, high risk pregnancy, abdominal pain lower, abdominal distension, back pain, arthralgia, fatigue, depression and complication of pregnancy outcome was unknown, the menorrhagia, headache, vaginal haemorrhage, dyspareunia and weight increased had resolved and the female sexual dysfunction, migraine, nausea and dysmenorrhoea was resolving. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-2017-194852). The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, complication of pregnancy, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, high risk pregnancy, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on december 12, 2016 patient underwent a bilateral tubal ligation. On (B)(6) 2017, patient underwent a total hysterectomy and left salpingectomy, during which her cervix, uterus and left fallopian tube were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirming full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2016: patient was eight weeks and six days pregnant in jan-2016 patient took two home pregnancy tests, the results of which were positive. On (B)(6) 2017, associated diagnoses: abdominal pain, epigastric CT abdomen/pelvis w/ contrast: impression: right ovarian 2.4 cm cyst adjacent free fluid may represent a ruptured follicle or cyst versus physiologic free fluid. Stable right hepatic lobe ill-defined low-density lesion which may represent hemangioma. Cholelithiasis. Concerning the injuries reported in this case, the following one were reported via medical records confirming events pelvic pain, menorrhagia, depression, perforation of essure most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record were received. Events per pfs:abnormal bleeding(vaginal), apareunia (inability to have sexual intercourse), malposition of essure device, migraines, nausea, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and weight gain were added. Concomitant products included bupropion (wellbutrin) from 2015 to 2016, fluoxetine hydrochloride (prozac) from (B)(6) 2009 to (B)(6) 2016, ibuprofen (motrin) since (B)(6) 2014 and norlestrin fe (loestrin fe). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.